Event description:
Customer reported via phone call that they are having a keypad anomaly. The blood glucose reading is 88 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted during testing. The device had cracked case at display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.